Manufacturer narrative:
For no allegation of product non-conformance or malfunction contributing to the event.

Event description:
It was reported that the pt had a fever ("near 39 degrees c") two days after the successful coil embolization of the basilar tip aneurysm. The fever continued for five days. It was reported that the physician thought the coils used (subject device) might be related to the event. It was also reported that the physician felt that the fever was unrelated to bacterial infection due to no c-reactive protein (crp) increases. The pt has a history of amygdalitis. The pt was reported to be in "good" condition. Multiple attempts have been made to retrieve further information. No response has been received at this time.